Event description:
It was reported that during rotator cuff tear surgery, the controller displayed an e8 error code when a new wand was connected. No significant delay or patient injuries were reported. The procedure was completed with a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H11. Correction in g4: the real aware date of this event was 14-feb-2020.

Manufacturer narrative:
The controller, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned controller. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual evaluation of the rf12000, q2 controller s/n (B)(6) showed a reused warranty seal. The housing of the controller was opened. No fluid spill marks were detected inside the unit. During functional evaluation the controller was powered up and an ¿e8 wand error¿ immediately occurred. The failure could not be reset and further tests could not be performed. The complaint was verified and the root cause was determined due to an electrical component failure. Factors that could have contributed to the reported event include: a power surge at the customer¿s facility to the controller which could have caused internal component damage; a short in a wand which could have caused internal component damage to the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number: (B)(6) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for pn: 28168-59 for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to e8 error include, but are not limited to: (1) there could have been a power surge to the controller which could have caused the controller not to work. (2) there may have been a loose power connection or interference between other devices. (3) unexpected component failure within the wand detection circuit or damaged wand connector. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.